Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the drain bag of the ultra set disposable disconnect y-set which resulted in a leak. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye and magnification observed a damage/hole in the sheeting of the bag. Functional testing including clear passage, and clamp function testing were performed with no issues noted. Leak testing failed due to a leak was observed at the damage/hole in the bag. The reported condition was verified. The direct cause of the hole was from excess solvent on the y/tubing solvent application during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.